Event description:
Elderly male with a large cyst located in the lower pole of the left kidney. Under moderate sedation, using sterile technique and 2% lidocaine for local anesthesia, puncture into the left renal lower pole cyst performed with 5 french yueh catheter. 0.035 guidewire inserted and 6.5 french pigtail catheter placed. 1.1l of fluid aspirated and sent for cytology and cell count. 25ml of phenol and 10ml of lidocaine injected and left to dwell for 1 hour at 90 degree turns every 15 minutes. Approximately 10ml of volume injected was aspirated after 1 hour and the catheter was removed over a wire. After cyst aspiration and ablation, the injected phenol was aspirated. The catheter cut and pulled. Fragment from the pigtail remaining around the cystic remnant likely secondary to a defective catheter. It was documented by obtaining immediate follow-up CT which showed fragment from the pigtail along the inferolateral aspect of the left renal cystic remnant. The cystic remnant measures 7.3 x 2.8 cm markedly improved compared to pre-aspiration and ablation CT. This was discussed with the patient and referring urologist. Follow-up will be obtained to determine need for retrieval of fragment.